Event description:
The customer stated that she was hospitalized for high blood glucose. No blood glucose reading was reported. Troubleshooting was performed and the insulin pump passed the self-test. The customer stated that the insulin pump had given an error alarm that had erased all the settings without her knowledge. The cusotmer stated that the insulin pump has been operating normally since the hospitalization and declined further troubleshooting.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. We, therefore, consider this report complete to the best of our knowledge. No conclusion can be drawn at this time.